Manufacturer narrative:
(B)(4). Device is currently under quarantine by the parents of the patient. No evaluation was done and the reported issue could not be verified.

Event description:
The customer reported that the patient expired while on the ventilator, and that the ventilator did not alarm. It was also reported that the parent were not in the room during the occurence. There was no other information provided, and it is unknown what occured leading up to the event. The date of the event and date of death is unknown.

Manufacturer narrative:
Results of investigation: vyaire medical tested the ventilator on site. The ventilator passed all alarm tests during the ventilator checkout test with no issues, and passed all tests on the operation tests, except the functionality test of the ventilator while disconnecting the ac adapter from the ventilator at the pigtail. A review of the event trace log data does show that the ventilator was properly powered off using the on/standby button during the reported event. Event trace log review: an event trace log review was done on the ventilator which is dated from (B)(6) 2015 to (B)(6) 2018, with a total number of 455 entries. The event trace log contained no unusual alarm types or incident counts. All event trace entries were consistent with normal ventilator operation.